Event description:
(B)(4).

Manufacturer narrative:
Batch review on lot 104521 performed on 02/04/2015: (B)(4) items produced and released on 02/15/2011. All parameters were found to be in accordance with the specifications valid at the time of mfg, including washing and sterilization procedures. To date (B)(4) items belonging to this lot have been already sold without any other similar issue.